Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had hematoma. The physician planned a pocket revision to move the device submuscular. Additional information indicates that the procedure was performed. The ICD remains in service. No additional adverse patient effects were reported.